Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of p-waves during the atrial tachycardia/atrial fibrillation (at/af) episode. The implantable pulse generator (ipg) exhibited no p-waves with no markers with inappropriate pacing spikes. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.